Event description:
Locking ring in acetabular shell became damaged intraoperatively during the insertion of the trial liner and acetabular liner. When the acetabular liner would not lock in shell, surgeon noted that the locking ring had twisted and damaged the acetabular liner. No backup inventory was available and surgery was delayed 15 minutes.